Manufacturer narrative:
Information references the main component of the system: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator.

Event description:
A patient reported they had a sudden return of symptoms on (B)(6) 2016. They suspected that their ins battery was low. The patient felt stimulation and symptoms included incontinence. Follow up from the patient on (B)(6) 2016 reported they were in bed sleeping and had the urge to go. Four times they checked the device and the remote showed that the battery was very low and/or the interstim was very low in working. They made an appointment with their healthcare provider (hcp) and they were watching their fluid intake carefully, but they were still going to the bathroom at night 3-4 times. They noted the issue as not resolved. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation. Please see regulatory report 3004209178-2016-19862.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who was experiencing some incontinence. When they went to check their ins, they were seeing the ins battery low screen. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.